Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions were noted at 17.4 -17.6, 22.2 ¿ 22.4 and at 22.7 -23.1 cm from the pin consistent with lead friction to the ICD can; an external insulation abrasion was found at 23.6 -23.7 cm from the connector pin breaching the rv cable lumen consistent with friction to the suture; external insulation abrasion was found 24.4 ¿ 24.6 cm from the connector pin breaching the rv cable lumen; and an external insulation abrasion was found breaching the svc cable lumen at 38.5 ¿ 39.2 cm from the connector pin, consistent with friction to another device or patient anatomy. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.